Manufacturer narrative:
Examination of the returned product confirmed the complaint; a small crack was found at the base of the plastic tip. Previous investigations found the metal tip breakage was due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on may 19, 2008 via (B)(4). The complaint sample is the new design manufactured after the change. Continue to monitor complaints of the new design through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
While inspecting instruments, it was noticed that the glenosphere orientation guide was cracked on the plastic near the metal.